Event description:
It is reported that the size 15 stem was implanted. Upon reduction, there was extreme tightness of soft tissues, and the hip could not be fully extended. The size 15 stem was removed and a size 14 stem was impacted into place. Hip was stable.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Eval summary: products, x-ray images, photographs are not available. Operative notes are provided for review. No details are available on pt's bone anatomy and implant size selection. Operative notes suggest that the femoral canal was prepared for size 15 stem, followed by placement of size 15 trabecular metal stem. Upon reduction, extreme tightness of soft tissue was observed. The size 15 stem was removed and replaced with size 14. In the operative notes there is no mentioning about trial reduction. The surgical technique suggests using the trial reduction and provisional components for checking leg length, offset, range of motion, hip stability and adjusting neck length by changing femoral head provisional. It is not known if proper surgical technique was followed during insertion and extraction of femoral stem. This is not a confirmed design or mfg issue. With the info available, exact cause of event cannot be determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.